Event description:
The director of respiratory therapy alleged that the ventilator was in use under close supervision by the attending clinician when the ventilator sounded a single tone beep, the screen went blank and the ventilator stoped delivering breaths. The therapist powered off the unit and then powered it back on and the ventilator displayed that an e82 ventilator inoperative condition had occured. The therapist powered the unit off then back on again two additional times and each time the unit's display screen was blank and would not continue to cycle. The machine was removed and the pt was placed on another unit. The director of rt stated that the pt's outcome was not affected by the event.